Event description:
There was an error code 5a on the esu so another esu was wheeled in. After the procedure, it was noted that the pad site was clear. The pt later reported that there was a skin lesion on the pt's buttocks. Hosp was concerned that this was a burn.